Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected of inappropriately treated with one shock therapy an episode recorded incorrectly as ventricular tachycardia (vt) instead of supraventricular tachycardia. Additionally, it is suspected of t wave oversensing. The patient was not able to send a remote latitude transmission, therefore a clinic appointment was scheduled. The patient presented to the clinic appointment with adverse effects and was sent at home waiting for the next step. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected of inappropriately treated with one shock therapy an episode recorded incorrectly as ventricular tachycardia (vt) instead of supraventricular tachycardia. Additionally, it is suspected of t wave oversensing. The patient was not able to send a remote latitude transmission, therefore a clinic appointment was scheduled. The patient presented to the clinic appointment with adverse effects and was sent at home waiting for the next step. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A1 field added patient identifier.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected of inappropriately treated with one shock therapy an episode recorded incorrectly as ventricular tachycardia (vt) instead of supraventricular tachycardia. Additionally, it is suspected of t wave oversensing. The patient was not able to send a remote latitude transmission, therefore a clinic appointment was scheduled. The patient presented to the clinic appointment with adverse effects and was sent at home waiting for the next step. This s-ICD remains in service. No adverse patient effects were reported.